Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-05272. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited low pacing and defibrillation impedance values. The lead was explanted and replaced on (B)(6) 2020; however, the impedance values remained low and out of range on the new lead. The physician suspected a device interface failure; thus, the device was explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.4 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except procedural damage.